Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was giving a "system over temperature" error message. A linear intra-aortic balloon catheter was used during therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. Additional information has been requested, and we will report accordingly when it becomes available. The full event site name is the (B)(6) hospital.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was giving a "system over temperature" error message. A linear intra-aortic balloon catheter was used during therapy. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was giving a "system over temperature" error message. A linear intra-aortic balloon catheter was used during therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge authorized dealer's field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the compressor, and the thermal sensor and run the compressor for one hour and a half with no error. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.